Event description:
The iab leaked and the iab was removed. No second was inserted. The iab ws never returned to datascope for eval. [Event complications]: unk-reported 11/4/97. [Pt's current status}; unk-rpt'd 11/4/97.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval.